Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their lower aligner has a sharp edge and is cutting their tongue. Working with patient on a better fitting aligner.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.